Event description:
It was reported that the customer received a motor error alarm, and is unable to clear. It was also stated that the insulin pump was worn during an MRI. Customer's blood glucose level at the time 8mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. Insulin pump was also received with cracked reservoir tube lip, and cracked battery tube threads.